Event description:
The manufacturer received info alleging a ventilator was not working properly. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was disconnected and the reconnected and he device's software was updated to address the issue.